Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the footswitch would not occlude" (device operates differently than expected). The scrub tech reported the footswitch would not occlude. The footswitch just beeps. The sys was rebooted and case was completed as planned. There was a 3 minute delay. The footswitch and system worked with no further problems noted. No pt injury was reported.